Event description:
It was reported that when using the bd pyxis¿ medbank mini, the medication was stocked but could not be issued. When the customer attempted to add the cubie into the cabinet, it was stated that the item did not appear for them to pull. The item was lidocaine 2%. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was stocked but could not be issued out. A technical support specialist (tss) reviewed the item configuration and confirmed that it was stocked in the cabinet, classified under schedule 6, and enabled for override under general settings. The tss noted that the facility had override functionality disabled, allowing only items marked as emergency to be overridden, which prevented the item from being issued. The system functioned as intended after the technical support specialist inspected the issue.